Event description:
It was reported a patient experienced a leak from the transfer set coincident with peritoneal dialysis (pd) therapy. The caregiver forgot to close the transfer set after performing a manual drain. The patient went to the hospital and received antibiotics in addition to having the transfer set changed. There was no patient injury associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is confirmed for leak due to user error since the patient reported he did not close his transfer set. The baxter homechoice patient at-home guide, instructs the user to "close the clamp on the patient line and close your transfer set." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.